Event description:
Concomitant devices reported: applicator knob (part number 03.812.004, lot unknown, quantity 2), applicator inner shaft (part number 03.812.003, lot unknown, quantity 1), applicat out shaft (part number 03.812.001, lot unknown, quantity 2), cases/trays/modules (part number unknown, lot unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Reviewing attached picture, brown discoloration on the surface can be confirmed. On the other hand, without having physical parts available a conclusion for functional issues cannot be drawn with the received pictures. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on the (B)(6) 2020 a spine l5-s1 lumbar procedure occurred. Intra operatively, the surgeon needed a cage(t-pal) set to complete the procedure. On opening of the set, it was noticed the set was rusted. The procedure was continued and as it was continued, the trial applicator did not work properly. An attempt with a second device in the set also did not work. The surgical team struggled to see if they could get the instruments to work. The surgeon ended up not using the set and could not insert a cage due to above mentioned incident. There was an unknown delay in surgery. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Reviewing attached picture, brown discoloration on the surface can be confirmed. On the other hand, without having physical parts available a conclusion for functional issues cannot be drawn with the received pictures. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.003, lot: 9355363, manufacturing site: hägendorf, release to warehouse date: march 02, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Reviewing attached picture, brown discoloration on the surface can be confirmed. On the other hand, without having physical parts available a conclusion for functional issues cannot be drawn with the received pictures. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of about sixty (60) minutes.